Manufacturer narrative:
The investigation is not yet completed, investigation results are pending. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that the sreen froze before intubation began. An alternative device (a regular blade) was used for intubation, what caused a delay of about one minute. No negative impact in state of health reported.